Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and a cosmetic depression on the outer insulation. Evaluation summary: (B)(4): the device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the left ventricular lead dislodged six weeks after implant. The lead remained in use, pacing at maximum output and pulse width, until being removed and replaced. The device was explanted and returned for battery depletion and since has tested out of specifications. No patient complications were reported as a result of this event.